Event description:
Caller reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump.